Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with operating currents within spec. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08700 inches. Unit received with cracked case at the display window corners. Unit received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on november 12, 2017 with blood glucose of 527 mg/dl. The customer¿s current blood glucose level was 328 mg/dl. The customer had high blood glucose level due to which the customer passed out and did not wake up till the next day. The customer also have heart and diabetes issue. The customer was unsure about wearing the insulin pump during the hospitalization. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.